Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# lb5761, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that scar tissue built up and moved around causing the electrodes to move and the stimulator stopped working. The patient noted that they turned stimulation on after a surgery that was unrelated to the device, and they would not feel ¿pulsing¿ in the correct location. The ins was removed because it sat on an ovary that was removed, but the leads were kept in place. No further complications were reported.